Event description:
The customer reported to beckman coulter (bec) that approximately 5 ml of faint red fluid had leaked from the left hand side of the coulter lh 750 hematology analyzer during startup. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak at waste chamber (vc26). The chamber was overflow due to a plugged port not allowing the chamber to become pressurized and sufficiently drain. The fse removed the obstruction which allowed the chamber to properly drain resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to a plugged port at waste chamber (vc26). (B)(4).